Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. Communication/interviews: (4111/213) a getinge stm has conversed with the customer and was advised that the customer has fixed the reported issue and the unit is working as it should. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was having pressure issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: e1 (event site telephone: (B)(6).

Event description:
N/a.